Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that a patient received a high dose and the image quality was insufficient. The patient received a total air kerma of 3.3 gy during a treatment procedure of 28 minutes.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the field service engineer (fse) troubleshot the issue, but was not able to identify a malfunction of the system. He performed level 1 iq checks, which passed. Our system designer further investigated the issue and concluded that the poor image quality during fluoroscopy can be explained by: 1. The used low dose fluoro flavor, limited to 349 [mgy/s] 2. The patient thickness of 33.7 [cm] 3. The used large sid of 110 [cm] (necessary because of the patient thickness). In addition, he mentioned that the given dose was within systems' limit. Therefore no malfunction of the system was identified. The high dose was due to the patient thickness, which results in higher exposure air kerma values. Note: the initial reported dose of 3.3 gy from the dose report did not match the dose, which was found in the log files. The dose report received on march 9th 2017 did not had a date and it is uncertain if this is the correct data. Therefore we use the values from the log files which was 3.0 gy. Conclusion of the analysis: no malfunction of the system was identified. The high dose was due to the patient thickness. The mentioned poor image quality is most likely related to the used low dose fluoro flavor and the patient thickness. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the field service engineer (fse) troubleshot the issue but was not able to identify a malfunction of the system. He performed level 1 iq checks, which passed. Our system designer further investigated the issue and concluded that the poor image quality during fluoroscopy can be explained by: 1. The used low dose fluoro flavor, limited to 349 [mgy/s] 2. The patient thickness of 33.7 [cm] 3. The used large sid of 110 [cm] (necessary because of the patient thickness). In addition, he mentioned that the given dose was within systems¿ limit. Therefore, no malfunction of the system was identified. The high dose was due to the patient thickness, which results in higher exposure air kerma values. Note: the initial reported dose of 3.3 gy from the dose report did not match the dose, which was found in the log files. The dose report received on (B)(6) 2017 did not had a date and it is uncertain if this is the correct data. Therefore, we use the values from the log files which was 3.0 gy. Conclusion of the analysis: no malfunction of the system was identified. The high dose was due to the patient thickness. The mentioned poor image quality is most likely related to the used low dose fluoro flavor and the patient thickness. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.